Event description:
During an endometrial ablation procedure, the thermachoice 3 balloon was primed per routine. The balloon was dipped in d5w and placed within the endometrial cavity. Balloon was then filled with approximately 20 ml of d5w, maintaining a stable pressure of 160 mmhg. The thermachoice 3 machine was then engaged. After 4 minutes, the thermachoice machine could not reach an adequate temperature. As a result, the balloon was emptied and the catheter withdrawn from the endometrial cavity. Cables and the thermachoice 3 device were then changed. The new thermachoice 3 device was then primed, dipped and reinserted into the endometrial cavity. Balloon was filled with 22 ml of d5w until a stable pressure of 160 mmhg was obtained. The thermachoice 3 device was then engaged and allowed to complete a cycle. No difficulties were encountered. After cooling off, the balloon was emptied and the thermachoice 3 balloon extracted from the endometrial cavity. Patient had an uncomplicated post-op course.